Event description:
Boston scientific received information that the right atrial (ra) lead displayed pacing impedance measurements less than 200 ohms. Additionally, loss of capture (loc) with no asystole was observed. A revision procedure was performed. The ra lead was surgically abandoned and the device was explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.